Event description:
It was reported that the patient's device was indicating that a power on reset (por) had occurred and that the device parameters had changed. No other identifying informatioon was provided and device status is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.